Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 16 x 2.50mm stent delivery system; catheter was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break 18.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30jul2020 it was reported that crossing difficulties were encountered. The 95% stenosed, target lesion was located in a mildly tortuous and mildly calcified internal carotid artery. A 16 x 2.50 promus premier select drug-eluting stent was used for treatment but could not pass through the lesion. The device was completely removed without any issue noted and the procedure was completed with another of the same device. No patient complications nor injuries reported. However, returned device analysis revealed a hypotube break.